Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 though requests were made for the return of the glidescope core quickconnect cable used in the procedure, it has not been received by verathon. The customer's biomed confirmed that the unidentified glidescope bflex bronchoscope was scrapped. The glidescope core 15 inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15" monitor and could not reproduce the reported no image / intermittent image issue. The unit functioned as intended. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however, at the time of the report, the devices have not been received by verathon. Verathon continues to investigate the reported event, and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, a glidescope core quickconnect cable and an undisclosed bflex bronchoscope. The image was "glitching out" (intermittent image) and producing a green image. Though not reported at the time, on follow-up, the customer's biomed stated that when he was investigating the device after the procedure, the glidescope core smart cable, and the glidescope video baton 2.0 large, that were being used simultaneously with the reported devices, produced a green image. No delay in the procedure, use of a backup device, harm to the patient, or user was reported.